Event description:
This is a case, which was reported to baxter (B)(4) and forwarded to (B)(4) cqa. The complaint was received from (B)(4) hospital. The reporter states that on adding potassium to the bag the nurse pulled on the blue tag and the whole thing came off in her hand. No patient injury has been reported/confirmed by the customer.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is same as or similar to product distributed within the u.s. There was no sample available. However, from the complaint description the medication port became detached from the solution bag when the nurse pulled on the pullring to remove the cap from the port. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).